Manufacturer narrative:
(B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after the insertion of a multifocal lens, model zxr, an extreme dysphotopsia interfering with activities of daily living. No longer able to drive in low light. Vision foggy at all distances. Poor quality of vision. Poor near visual acuity. Visual problems interfere with her job. Surgeon is thinking about explant the lens after a yag (yttrium-aluminum-garnet) laser subsequently took place to treat pco with no improvement in patient's symptoms. All information available were submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.